Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
A component of the device broke off but did not disengage into the patient cavity. The hand piece or reload jammed up. In order to resolve the issue and complete the case, used a new manual stapling handle and reload.

Event description:
According to the reporter, occurred during a laparoscopic procedure, the stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. A component of the device broke off. The hand piece or reload jammed up. In order to resolve the issue and complete the case, used a new manual stapling handle and reload.